Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room due to chest pain. Interrogation of the device revealed the patient had received a shock. It was found noise was present on the rate/sense channel which was oversensed and resulted in shock delivery. Additionally, low out of range right ventricular (rv) pacing impedance measurements were observed. The device was programmed to monitor only until the lead could be replaced. The patient was admitted to the hospital and will use a life vest. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating oversensed noise continued to be observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. The device was also explanted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that loss of rv capture at maximum outputs was also observed. Noise was able to be reproduced on the shock channel and not on the rv channel. A local field representative indicated that the patient will be following up with the clinic and the physician will continue to monitor the lead at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.